Event description:
It was reported that this patient fell in late september. Subsequently, this left ventricular (lv) lead continuously had out of range pace impedance measurements greater than 2500 ohms. Additionally, there was a loss of capture. The led to an increase in follow-up and a hospitalization. The lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.